Manufacturer narrative:
The device involved in the reported event was requested however we have not yet received it. The lot of the device was not provided therefore we were unable to review the lot manufacturing records.

Event description:
A report from a user facility in (B)(6) was received by our territory manager. The report stated that on (B)(6) 2018 during a cataract procedure, a particle was observed in the eye during the ia phase. The particle appeared to be 1 to 2mm in dimension and had a white, plastic appearance. The particle was safely removed from the patient''s eye without any injury to the patient.

Manufacturer narrative:
Evaluation results: one plastic bag, containing one collection cassette and tubing assembly, was returned along with a bottle of balanced salt solution. Fluid and what appears to be organic material are visible in the collection cassette and tubing. A purple needle tip, test chamber and needle wrench were also returned in the bag. A separate bag containing a small plastic vial with unknown liquid inside was also returned. Visual inspection of the vial found several white colored particles floating inside the vial. The fluid was poured onto a 0.45micron filter and then vacuumed off through the filter in an attempt to trap any possible particle. Several fiber-like particles and many small white and dark colored particles were found on the filter; in addition white colored particles were found inside the vial and the cap of the vial. The specific particle as described by the customer could not be identified. The fluid in the collection cassette was not filtered due to the amount of what looks like organic debris and possible fungal growth inside the cassette. Further evaluation of the returned components found that the purple needle tip hub and needle wrench show evidence of physical damage. One bl3170 phaco handpiece was also returned for evaluation. The handpiece irrigation tube was flushed by injecting water through it and out onto a 0.45 micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found several dark colored particles smaller than 20 microns and a blue colored fiber. No white particles were found. The cause of the reported event could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.